Manufacturer narrative:
Date of initial report : 2017-07-25 one lf5544 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the clear boot was torn, all pieces were still attached and present. The customer reported that during lysis of adhesions in a liver procedure, the ligasure device was arcing when activating valleylab monopolar energy. The reported condition was confirmed. Sample failed hipot testing. The device may have arced from the damaged clear insulation. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that during lysis of adhesions in a liver procedure, the ligasure device was arcing when activating valleylab monopolar energy. No patient injury occurred or medical intervention required. The device was returned for investigation with insulation damage.